Event description:
It was reported that the spinal cord stimulation (scs) system was not providing relief to the patient. The patient underwent an explant procedure of the scs system. No further information has been able to be obtained despite good faith efforts.